Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while they were trying to download the data from the recorder, it showed an error on the computer. There was no harm to the patient and the patient was prepped for the procedure and was put under anesthesia, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will not be returned for investigation, only the recorder will be returned for investigation. The recorder worked correctly during the previous procedure and a repeat procedure is necessary.

Manufacturer narrative:
Additional information: (street 1, MFR city, region, postal code), evaluation summary this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a photo was provided by the customer for analysis. The customer reported that while they were trying to download the data from the recorder, it showed an error on the computer. The reported condition was confirmed. The investigation found that when trying to download data from the device, an error appears indicating that the data has already been loaded before and there is no information in the device. The data was deleted from the device accidentally or by mistake. The reported error appears only when a data that has been erased is being loaded. The investigation identified the root cause of the reported event to be mishandling. If information is provided in the future, a supplemental report will be issued.